Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "when removing the guidewire it unravelled into multiple segments. The patient was being given CPR at the time of insertion and subsequently expired not because of the wire as per physician."

Event description:
It was reported that: "when removing the guidewire it unravelled into multiple segments. The patient was being given CPR at the time of insertion and subsequently expired not because of the wire as per physician."

Manufacturer narrative:
(B)(4). Medwatch received - mw5158308. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.